Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event was due to over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: h6 codes for type of investigation, investigation findings, and investigation findings the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right atrial lead. The physician observed difficulty with extension of the helix prior to implant. Consequently, the physician was unable to fixate the lead in the right ventricle. A replacement lead was used to complete the procedure. The patient was stable.